Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting death or serious injuries have been received. Health and life, as a manufacturer, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained device, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on 04/24 and 04/30/2013, respectively.

Event description:
The customer contacted (B)(4) corporation regarding a product complaint on (B)(6) 2013. The pt reported that the washer fell from the ez breathe atomizer into her mouth during use. She added that she began to cough and ultimately vomited before the device component was removed from her throat. She also reported that the device component scratched her throat when she vomited the product. The pt reported that he didn't require any medical attention following the event.